Manufacturer narrative:
Corrected data, version 1: device inadvertently reported to not have been received by product analysis prior to report submission.

Event description:
Generator was received by product analysis. Product analysis was completed. Proper functionality of the pulse generator in its ability to provide appropriate programmed output currents was verified in the product analysis lab. The product analysis lab confirmed that the generator was at normal ifi (intensified follow-up indicator)=no condition. There were no performance of any other type of adverse events found with the pulse generator.

Event description:
Patient underwent generator replacement surgery. The explanted generator has not been received by product analysis to date.

Event description:
Patient reported experiencing an increase in seizures. No other relevant information has been received to date.